Event description:
A physician reported that following an hydrus shunt implant procedure, hydrus is believed to be in the canal but not flush to the wall. The patient had an iop (intraocular pressure) of 3 mmhg at post-operation week one. Hypotony, the possibility of a cyclodialysis cleft and under implantation of the device were discussed. The expert recommended possible explant at one month, but noted that it was resolved by own.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The company microstent was not received at the manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. A physician reported that following an company shunt implant procedure, iop of 3 mmhg at post-op week one was noted. Based on information from the expert consultant, a cyclodialysis may have occurred during procedure resulting in the low iop. Goniotomy was performed along with hydrus which may also be a contributing factor to the clinical issues reported. Based on the expert consultation, the device positioning did not necessary require explanation. The company microstent is not available for evaluation; thus, the reported microstent malposition cannot be confirmed. Additional information has been requested and no additional information was provided. The root cause of this event is unknown. The manufacturer internal reference number is: (B)(4).